Event description:
It was reported that the patient underwent surgery in 2001.the md noted keloid formation, and scar contraction. The suture was also noted to be spitting, therefore the physician believes that the scarring is related to the suture. The patient was referred to a plastic surgeon for evaluation. The pastic surgeon reported that he is unsure if the reaction noted is due to the suture, as such reactions can be seen without any association to suture. The plastic surgeon plans on excising the area and closing with nylon as subcutaneous suture in august 2001.